Event description:
It was reported that the iab was inserted preoperatively without difficulty. After 24 hrs of use, blood was seen entering the helium tubing. The iab was removed and a replacement was not required since the pt was stable. There were no pt complications.